Event description:
It was reported that pump screen remained dark and would not turn on despite repeated attempts to wake display. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and charge pump with known working power source, but issue persisted with red light blinking and repeated vibrations, so pump was placed into storage mode and scheduled for return, customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with instructions to re-enter pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using prepaid label.